Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient had right knee revision due to infection. Dr. Reported patient is a status post knee replacement which is now infected. Dr. Decided to do an irrigation and debridement as well as a insert exchange. Dr. Implanted a # 6 11mm ps insert. After taking it through a range of motion, he changed his mind and removed the 11mm insert and implanted a 13mm ps insert. Procedure was performed without incidence.